Event description:
It was reported that the patient's ipg was inoperable as the patient stopped charging about 8 months ago. Troubleshooting was attempted, but the ipg would not communicate with external devices. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.